Event description:
It is reported that the patient experienced infusion set kinked cannula issue on (B)(6) 2026 which leads to high blood glucose levels and got treated with correction bolus via pump. The patient noticed symptoms within three or more hours after insertion.

Manufacturer narrative:
(B)(6). Country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.